Manufacturer narrative:
Additional information was received on february 16, 2015 giving the item and lot numbers. All information related to this including manufacture and expiration dates were included in this medwatch supplemental report.

Event description:
It was reported in a clinical study that patient underwent initial left hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2014 due to loosening of them stem. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.